Event description:
The user's hearing with the device is affected after a reported trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected after a reported trauma.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by the reported trauma seems likely. In addition, from the measurements received, it seems that an electrode damage likely caused by device minute mobility was ongoing. However, to determine an exact root cause device investigation at the explanted device is necessary. No information on further steps have been received yet.